Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient experienced a serious injury. The patient continued to wear the lifevest. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The equipment was fully functional and able to detect and treat a patient. Device manufacture date & usage of device: monitor (B)(4) : (B)(6) 2012- reuse, electrode belt (B)(4) : (B)(6) 2011- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was at home, washing his face at the time of the event. It was reported that the patient's wife was also home at the time. The response buttons were pressed after the treatment was delivered. There is no indication that the patient sought medical attention. The patient remained at home following the treatment. The patient continued to wear the lifevest.